Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-11123, 11153. The pt reported he had heating at the ipg site prior to discontinuing the use of the system. The pt reported he quit using the scs system because it made his muscle spasms worse. The pt stated he wanted the system removed. The pt was advised to contact his physician. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r; 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.